Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and cl for gen.2 results for 3 patients tested on a cobas 8000 cobas ise module (double). Patient 1: the initial sodium result was 123 mmol/l with a repeat result of 139 mmol/l. The initial chloride result was 120 mmol/l with a repeat result of 100 mmol/l. Patient 2: the initial sodium result was 124 mmol/l with a repeat result of 140 mmol/l. The initial chloride result was 120 mmol/l with a repeat result of 102 mmol/l. Patient 3: the initial sodium result was 126 mmol/l with a repeat result of 141 mmol/l. The initial chloride result was 118 mmol/l with a repeat result of 103 mmol/l. The repeat testing was performed on the same analyzer as the initial results. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The patient samples were aliquoted by a modular pre-analytical system. The sodium and chloride electrode lot information was requested but was not provided. Ise calibration and qc results were acceptable. Ise check testing results were acceptable. The analyzer alarm history contained no abnormal events. The investigation did not identify a product problem. The cause of the event could not be determined.